Event description:
Customer sent us a complaint on (B)(6) 2009, informing that she purchased and used lifestyle's condoms and two condoms broke during intercourse. After following up with her on (B)(6) 2010, customer stated that she acquired (B)(6), which was diagnosed during a yearly medical testing. Customer is planning to get tested for (B)(6) on (B)(6) 2010.